Manufacturer narrative:
The device was discarded at the hospital and is unavailable for evaluation. The lot number was provided and a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that over the past two days the catheter's temperature was not registering correctly. This is all of the information the customer supplied, and as per the customer, the device were discarded. There were no patient complications reported.